Event description:
The pump was returned for investigation. Investigation revealed that there was moisture corrosion on the motor flex connector. Additionally, evaluation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that there was moisture corrosion on the motor flex connector. During testing, the display was dim and discolored. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms occuring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.